Event description:
It was reported that during a gastric sleeve procedure, the device worked intermittently on the omentum. The replace light did not come on and it was appearing to be delivery energy. They used two devices with the same outcome. The surgeon then observed the tissue and there was no hemostatis of the tissue. They controlled the bleeding with suture and then completed the procedure with another device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.